Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that when an operator removed the I-stat 1 analyzer from the downloader, the analyzer felt warm by the battery compartment area. The operator removed the batteries from the analyzer, and the battery compartment was hot to touch and smelled like it was burning. Based on the info available at the time, there were no injuries associated with the event.